Manufacturer narrative:
Analysis revealed the wrench had been incorrectly inserted into the setscrew inset. Analysis showed the corners of the wrench tip were being forced down and wedged into the walls of the setscrew inset so that the wrench tip became stuck in the setscrew inset walls. When the wrench was removed from the device with the setscrew stuck to it, the septum was torn out of the device by the setscrew stuck to the wrench. The setscrew could not be tightened because of the incorrect insertion of the wrench into the setscrew. These anomalies are related to the user¿s use of the wrench. Electrical testing revealed normal device characteristics and the device was above eri. The reported complaint of unable to tighten setscrew was confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, the set screw was unable to be tightened. The device was replaced to resolve the event and the patient was in stable condition.